Manufacturer narrative:
The customer provided details on the cleaning, disinfection and sterilization (cds) performed onsite. It is unknown if there was adherence of foreign material to the scope. The product was cleaned, disinfected and sterilized before requesting repair. It is unknown if there was any delay to start of pre-cleaning. It is unknown if there were any problems with accessories used for reprocessing. The endoscope was submerged in cleaning fluid and the suction channel was brushed. The returned device was evaluated and there were few additional findings. Due to damage on suction tube in universal cord, foreign objects comes out of suction mouthpiece. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover was chipped and had a white-clouded area. The switches had scratch. The universal cord was wrinkled. Protector of universal cord on control section side had a scratch. The scope connector had a crack and a scratch. The connecting tube had a cut. As part of the annual inspection, the parts had to be replaced. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer returned the evis lucera elite duodenovideoscope for regular maintenance. The returned device was inspected and an evaluation revealed presence of foreign material in the suction channel. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter larger than the inner diameter of the suction channel got into the suction channel and caused clogging. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.